Event description:
The patient developed an lvad driveline infection (B)(6) since approximately one year with drainage. The infection did not clear up with multiple antibiotics. The patient had to undergo a lvad pump exchange. Manufacturer response for lvad, heartware hvad (per site reporter). No response at this time.